Event description:
The hosp maintenance person reported that the pins that hold the hilow drive screw in place dislodged and caused the hilow to drop. Replacement of the drive and the associated hardware will resolve the issue. There were no reported adverse events associated with this product problem.